Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# :unknown, product type: recharger. Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the recharger wasn't working properly. They weren't getting coupling bars when charging. They stated that the stimulator was the best thing that had happened to them. The patient stated that the recharger antenna was old and they used it a lot. They tried to connect the recharger and the power source green light was on and the desktop charger seemed brand new. The recharger was at 3/4 charge. The patient last had stimulation a month prior and last charged two weeks prior. The patient fell a month prior, but was able to charge and got all the coupling bars. They tried to reposition the antenna over the ins, but the issue wasn't resolved as the recharger showed the reposition antenna screen. No symptoms were reported. No further complications were reported or anticipated.